Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi instrument returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the instrument may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had cauterization markings that could not be removed. There was no report of patient involvement.